Event description:
Reporter alleged blood glucose reading had been high and customer went to the emergency room (ER) as a result. Customer's relative stated customer's glucose read 440 mg/dl compared to the hospital ER reading of 200 mg/dl when testing was performed at the same time. Customer's relative indicated being unsure any actions taken or treatment received, if any, by the customer as a result. A request was made for the return of the suspect device and replacement was sent.